Event description:
New information received notes that the lead was explanted and replaced. The patient did well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 14.2-14.7cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at this location. External insulation abrasion was noted at 1.1-2.1cm and 1.3-2.1cm from the proximal end of the rv shock coil, consistent with lead friction to another device or patient anatomy. The etfe coating was intact at these locations. External insulation abrasion was noted at 34.2-36.4cm from the proximal end of the rv shock coil, consistent with lead friction to another device or patient anatomy. The etfe coating was abraded and a re conductor melted at this location.

Event description:
It was reported that during follow-up, externalized conductors were observed via x-ray. No electrical anomalies were detected. Lead replacement is planned. There were no adverse consequences to the patient.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.